Event description:
It was observed during the device inspection, that the video system center exhibited no image and faulty printer circuit board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 08 years since the subject device was manufactured. Based on the results of the investigation, it is likely the front panel does not work and the image is not displayed issues occurred due to failure of the printed circuit board. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center exhibited no image and the front panel did not work. There were no reports of patient involvement.